Event description:
The customer reported a diluent fluid leak of approximately 1ml from the wash cup on a coulter ac·t diff analyzer. The leak was not contained within the instrument and there were no errors or system messages that occurred in conjunction with the leak. The customer was performing normal routine operation when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of gloves, a gown, and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/18/2015. The fse noticed a leak from the probe rinse block, and found that the tubing to fitting # 5 on the probe rinse block was torn. The fse replaced the tubing, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(6).